Manufacturer narrative:
H3: the device was received for evaluation. A service history review identified no indication that the complaint was related to prior servicing, as the device had not been serviced previously. Visual and functional testing was performed, and the reported issue was replicated, including the verified error code during operation. Investigation identified a defective cam sensor as the probable cause. The cam sensor was replaced, and all functional testing passed following repair.

Manufacturer narrative:
D4: serial #: (B)(6) could not be located in oracle. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622 and the error continuously displayed while the device was running. There was no reported patient involvement.